Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported blunt needles were found with a broken tip. To aid in the investigation, two samples with one opened packaging blister were received for evaluation by our quality team. A visual inspection was performed and both samples have a defective grind; the bevels at the tip are incomplete. No other defects or imperfections were observed. This defect could occur if the fixture was not aligned during the grinding process. A device history record review was completed for provided material number 305180, lot 3320276. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 305180, batch#: 3320276. It was reported by the customer that blunt needles found with broken tip. Verbatim: rcc received a complaint via email. Email(s) attached. Blunt needles found with broken tip. Cat number: bd305180. Description of product: needle 18gx1.5in blunt fill st. Lot or s/n: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 305180. Batch#: 3320276. It was reported by the customer that blunt needles found with broken tip. Verbatim: rcc received a complaint via email. Email(s) attached. Blunt needles found with broken tip. Cat number: bd305180 description of product: needle 18gx1.5in blunt fill st. Lot or s/n: (B)(6).